Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "outcome of primary total hip arthroplasty in charnley class c patients with juvenile idiopathic arthritis" written by aladino de ranieri, md phd, nicholas wagner, bs, susanna n. Imrie, bs, pt, katherine l. Hwang, ms, and stuart b. Goodman, md phd published by the journal of arthroplasty vol. 26 no. 8 2011 accepted by publisher 4 october 2010 was reviewed. The article's purpose was to report on the long-term clinical and functional outcome, complications and reasons for revision surgery for thas in charnley class c jia patients. Follow up was 5 years with age range of 14.4-35.9 years in 24 patients (16 females and 8 males) receiving implants between 1988 and 2002. It is noted that depuy and non depuy products were utilized for stems. Acetabular components were all non-depuy. Bearing surfaces not clarified. Depuy products utilized: aml bantam stem (cemented and cementless). Adverse events related to aml stems: subsidence (treated with revision), periprosthetic femoral fracture (treated with revision), cementless aml stem loosened (treated by revision with strut grafting), radiographic findings of stress remodeling changes, cortical thickening around distal stem.